Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said they received a new power cord on the 10th and the green light will not go on at all. Patient said they have had it charging overnight but there are 3 bars and it is not flashing normally, it is racing, all the lights are flashing on and off. Worked with patient to take the charger off the dock and reset it by holding down the power button for 45 seconds first off and then while on the dock. Patient reported the lights did not change, the charger did not take any charge. Patient checked the charger dock light was green. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), ubd: 28-mar-2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.